Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on 12/23/2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the stent-assisted aneurysm embolization procedure with the target at the cavernous segment of the internal carotid artery (ica) with slightly tortuous vessel, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 11202777) was used. It was reported that the stent was not deployed well, the physician had planned to withdraw it to re-deploy. The stent was pulled back into the concomitant prowler select plus microcatheter successfully, but when it went into the introducer, the distal stent body prematurely detached from the delivery wire. Per the physician, ¿when I try to resheath the stent from the microcatheter, the stent could not be totally resheathed with the distal marker outside the tip of the sheath, while the pusher wire was totally withdrawn into the sheath.¿ there was no resistance felt when the stent was being withdrawn back into the microcatheter. The stent was left in the sheath; therefore, it was not known if there was any damage to the stent after it was removed. The physician exchanged for a new stent to complete the procedure. It was reported that there was no issue with the concomitant microcatheter, it was not necessary to remove the microcatheter to exchange the stent, but the original microcatheter was not used with the new stent to continue the procedure. The devices were used as per the instruction for use (IFU). The reported event resulted in a 20-minute procedure delay, but it was not considered clinically significant. There was no report of any patient adverse event or complication. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. It was noted that the stent was detached and not included with the rest of the complaint device returned for evaluation and analysis. The delivery wire and the introducer were separated from the rest of the device; both were in good normal condition. Functional evaluation could not be performed without the stent component. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11202777. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint documented that the 4.5mm x 22mm enterprise® vascular reconstruction device did not deploy well, the physician had planned to withdraw it for re-deployment, when the stent was pulled back into the microcatheter, it went into the introducer and the distal stent body prematurely detached from the delivery wire. The reported issue was confirmed based on the visual inspection of the returned device. The stent component was not returned. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11202777. The history record indicates this product was final inspection tested at (B)(6) and was determined to be acceptable. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted aneurysm embolization procedure with the target at the cavernous segment of the internal carotid artery (ica) with slightly tortuous vessel, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 11202777) was used. It was reported that the stent was not deployed well, the physician had planned to withdraw it to re-deploy. The stent was pulled back into the concomitant prowler select plus microcatheter successfully, but when it went into the introducer, the distal stent body prematurely detached from the delivery wire. Per the physician, ¿when I try to resheath the stent from the microcatheter, the stent could not be totally resheathed with the distal marker outside the tip of the sheath, while the pusher wire was totally withdrawn into the sheath.¿ there was no resistance felt when the stent was being withdrawn back into the microcatheter. The stent was left in the sheath; therefore, it was not known if there was any damage to the stent after it was removed. The physician exchanged for a new stent to complete the procedure. It was reported that there was no issue with the concomitant microcatheter, it was not necessary to remove the microcatheter to exchange the stent, but the original microcatheter was not used with the new stent to continue the procedure. The devices were used as per the instruction for use (IFU). The reported event resulted in a 20-minute procedure delay, but it was not considered clinically significant. There was no report of any patient adverse event or complication.